Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient experienced decreased efficacy and pain at the ins battery site. As part of troubleshooting/diagnostics impedance testing and battery life assessment were performed. There were no environmental, external, or patient factors reported that may have led or contributed to the issue. Actions of program amplitude changes/adjustments were performed. As a result, there was a surgical intervention and the ins system was replaced. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.